Event description:
It was reported the lead had loss of capture. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead had loss of capture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4). Concomitant product: addrl1 implantable pulse generator 2009 (B)(6), lead was not returned to the manufacturer.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the outer insulation, cosmetic metal ion oxidation of the outer insulation, there was body tissue/fibrotic growth of the distal electrode, cosmetic depression of the outer insulation, the outer insulation was melted and there was ap parent explant damage.